Event description:
It was reported that the patient reported she was experiencing unwanted zapping sensations in her head, and loss of therapy. A system check revealed high impedances. An attempt was made to stimulate on contacts without high impedances, however the stimulation was very uncomfortable across both leads. The patient underwent a revision procedure in which the two spinal cord stimulation (scs) leads and two lead extensions were replaced, and the implantable pulse generator (ipg) was repositioned to the right chest wall per patient preference for charging location. It is not known which two of the three extensions were replaced. The explanted devices will not be returned as they were retained by the facility. The patient is recovering well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 228632. Artg: 128775. Brand name: null. Upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 7059428, artg: 205793. Brand name: null. Upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 7071465, artg: 128679. Brand name: null. Upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 7071523, artg: 128679. Brand name: precision spectra. Upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 205511.